Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead was replaced due to malfunction. Follow up with the clinic reported lead trends had shown large fluctuations in the rv impedance measurements, so they decided to do a lead replacement. No patient complications were associated with these fluctuations.